Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during surgery the device experienced an error indicating internal energy was too high and not in required range of 20 percent. The surgery was not completed and the rest of the surgery day was rescheduled until after the device is inspected. The patient will be evaluated at their next follow up visit.

Manufacturer narrative:
With limited information the root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).